Event description:
The surgeon was closing on a c5-c7 anterior cervical discectomy and fusion (acdf). At the end of the procedure, the surgeon noticed metal pieces in the incision along with a spiral spring like piece of metal. Scrub person thought it looked like metal was from drill bit. Drill bit was handed off of field. Circulator wiped her gloved hand over the spirals of the drill bit and metal shavings came off the drill bit.